Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable had to be maneuvered at a certain angle in order for the pump to charge. The pump was able to be charged successfully with an alternate cable. There was no reported impact to customer's blood glucose level.